Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stimulator 'randomly shuts off'.  However, patient reports good pain relief. The device was interrogated and no abnormalities were revealed.  The device was reprogrammed.  Device was surgically replaced.